Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 40 mg/dl, and the meter bg reading read as "high". Based on the inaccurate cgm reading, customer treated low bg with juice and glucagon. Subsequently, bg elevated (value not provided) and corrections via pump were delivered to address bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.